Event description:
It was reported that a scheduled transmission review on this implantable pacemaker showed atrial undersensing on the presenting electrogram (egm). It was recommended to consider reprogramming of atrial sensitivity at the next in-clinic review. The device remains in service and no adverse patient effects were reported.